Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -4.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same length but different power lens. This resolved the problem. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid, with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).